Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. Complaint conclusion: a healthcare professional reported that during an endovascular embolization, a 4.5x22mm enterprise vascular reconstruction device (product code: enc452212, lot number: 9784489) was impeded in the introducer and premature detachment from the delivery wire, preventing it from being pushed into the unspecified microcatheter (mc). The stent was retracted and found detached within the introducer, after which a new stent was used to complete the surgery. The microcatheter was not replaced, and there was no reported patient injury or consequence. Additional event information received on 16-jan-2026 indicated that the event did not result in any undue procedural delay that could be considered clinically significant. The device did not appear damaged at any time. There was nothing noted to be obstructing the introducer. The device was returned to j&j medtech for further evaluation. A non-sterile 4.5x22mm enterprise vascular reconstruction device was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and it was noted that the stent component was already detached from the delivery system and this remained inside the introducer. The introducer was inspected and one compressed condition was found at 24cm from the distal end. The delivery wire was returned in good condition. The delivery wire was subjected to dimensional analysis and all measurements were found to be within specification, including those specifications that control the attachment and delivery of the stent. Therefore, device failure is not suspected to be a contributing factor. The issue reported regarding the stent being impeded in the introducer sheath was confirmed based on the damaged condition of the introducer since this condition prevents the stent advancement. With limited information available, the root cause remains speculative, and there is no indication that the issue reported in the complaint results from a defect inherently related to the device. The issue regarding a stent being detached within the introducer was confirmed during device inspection. However, the dimensional analysis performed showed no issues that could have resulted in the premature detachment of the stent. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of the lot 9784489. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As part of j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Devices undergo 100% inspection at different points during the manufacturing process to prevent damage from leaving the facility. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendation and caution: confirm that the delivery wire is not kinked and that the introducer tip is not damaged. Do not continue if either defect is observed; return the device to codman neuro. The introducer must be properly engaged with the infusion catheter hub to enable stent introduction into the infusion catheter. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
A healthcare professional reported that during an endovascular embolization, a 4.5x22mm enterprise vascular reconstruction device (product code: enc452212, lot number: 9784489) was impeded in the introducer and premature detachment from the delivery wire, preventing it from being pushed into the unspecified microcatheter (mc). The stent was retracted and found detached within the introducer, after which a new stent was used to complete the surgery. The microcatheter was not replaced, and there was no reported patient injury or consequence. Additional event information received on 16-jan-2026 indicated that the event did not result in any undue procedural delay that could be considered clinically significant. The device did not appear damaged at any time. There was nothing noted to be obstructing the introducer.

Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.